Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Conclusion code: off-label use [anterior endothelium chamber depth < 3.0mm (2.94mm)]. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -8.0 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged with a shorter and different diopter lens due to excessive vault. The problem was resolved.

Manufacturer narrative:
Product evaluation found lens returned dry in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found haptic bent and clear residue on the lens. (B)(4).

Manufacturer narrative:
Initial MDR states lens was exchanged with a shorter and different diopter lens. Replacement lens was a shorter and same diopter lens. (B)(4).